Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and removal due to "voluntary recall (asymptomatic patient)." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, and black particles. Leak test and microscopic analysis were performed which identified a sharp opening on radius and non-penetrating nicks. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Additionally, healthcare professional reported "crease/folding of implant."